Event description:
Event description guidant received information that this lead was implanted yesterday with good impedance numbers. The next day it is fluctuating between 1640 and 1800 ohms. The threshold increased from 1.5 volts yesterday to 2.5 volts. A lead peforation was suspected. A lead revision was scheduled. Prior to the revision there was no capture at maximum outputs. The lead was safely explanted/replaced and returned for analysis.